Event description:
It was reported that bd connecta plus3 16 cm white blend had mixed product incorrect data on a label: lot nr 4316124 ( cat. Nr 394945). The product itself inside the blister has a 7 cm drain. The graphic design on the packaging is inconsistent (the label states that the tap has a 16 cm drain instead of 7 cm) please refer to the correspondence attached. Photo of the label is attached. When did the incident occur? - before use.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Customer stated there was no issue.

Manufacturer narrative:
Customer stated there was no issue. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.